Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, during revision surgery at l5-s1 (transforaminal lumbar interbody fusion) intra-op, interbody cage was being implanted on the contralateral side. Interbody cage was implanted and upon impaction, the superior portion of the cage sheared off. The surgeon said that the disc space was very collapsed and it was difficult to get the cage in. The cage was completely depressed and that the anterior lip was not sticking up. Patient complications were reported unknown.

Event description:
On (B)(6) 2017, the patient underwent additional decompression. No patient complications were reported as a result of the event.